Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-10353. Related manufacturer reference number: 2017865-2020-10354. It was reported that the patient presented to a follow-up in clinic experiencing diaphragmatic stimulation. Upon interrogation, it was noted that the atrial, right ventricular, and left ventricular leads exhibited loss of capture, atrial sensing and high impedance. An x-ray was performed and the leads were found to be dislodged. The implantable cardioverter defibrillator system was prophylactically explanted due to an unrelated infection. The patient was in stable condition afterwards.